Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Review of the available autologs reports revealed (B)(4) suction alarms logged since (B)(6) 2024 and one (1) low flow alarm logged on (B)(6) 2024. The low flow and suction alarms are additional findings, not related to the reported event. Based on the risk documentation, possible causes of the low flow and suction alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The reported velour exposure event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the velour exposure event can be attributed to the placement of the driveline, which was moved during a prior debridement procedure, as described in the event details. Per the instructions for use, infection and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and bleed events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized due to fever and was initially treated for a urinary tract infection (uti). Hemorrhaging was observed in the exposed velour portion of the driveline and on the left side of the abdomen. Gallium (ga) scintigraphy imaging was performed which showed a bacterial infection had spread and mediastinitis was diagnosed. While hospitalized for over a month, a mediastinal washout cleaning was performed, and a vacuum assisted closure (vac) therapy device was applied with the wound left open. The velour of the driveline was exposed outside of the body due to a previous debridement procedure related to a chronic driveline infection, where the velour was moved to the left side of the abdomen while the driveline exit site was on the right.